Event description:
During a surgical procedure a permanent cautery hook instrument cracked and several pieces fell into the pt. They were able to retrieve all but 1 of the fragments. It was reported that the remaining fragment was very small and could not be located using x-ray. The case was continued and completed with the da vinci system. It was reported that there was no pt harm.